Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Event description:
It was reported that on: (B)(6) 2002, the patient presented for some surgical procedure. On (B)(6) 2002, the patient presented with c/o thoracolumbar and lumbosacral pain. Radiography indicated; degenerative arthropathy with disc bulge and moderate stenosis at l4-5. On (B)(6) 2002, the patient presented for follow up. On (B)(6) 2002 , the patient presented with pre-op diagnosis of herniated nucleus pulposus t6-7 and underwent t6 thoracotomy, t6 rib section, t6-7 anterior thoracic discectomy, t6-7 ant thoracic fusion, t6-7 segmental spinal anterior instrumentation, structural allograft vg2, structural autograft rib. On (B)(6) 2003, the patient presented for follow up. On (B)(6) 2003, the patient presented with pre-op diagnosis of herniated nucleus pulposus l4-5 and ddd at l4-5 and underwent multiple procedures: l4-5 bilat hemilaminectomy , medial facetectomy on the left, total facetectomy on the right , radical discectomy. L4-5 tlif with carbon fiber cage. L4-5 segmental spinal instrumentation depuy monarch type. Posterolateral fusion l4-5. Per op notes, pedicle screws were placed in pedicles at l4, l5. There was no evidence of extruded disk material. Bone and carbon fiber devices were considered and cage was filled with cancellous autograft and tamped in place and stabilised in position. Further autograft as well as allograft was placed around the cage . The wound was copiously irrigated. On (B)(6) 2003, the patient presented with complaint of pain in lower back. On (B)(6) 2003, the patient presented for review of his discogram to evaluate fusion status. On (B)(6) 2003, the patient presented with complaint of weakness in left leg. The patient was re-evaluated. On (B)(6) 2006, the patient presented for electrosurgical procedure. On (B)(6) 2004, the patient presented with pre-op diagnosis of ddd l3-4 <(>&<)> l4-5, post laminectomy syndrome and underwent alif l3-4 and l4-5 with rhbmp-2and anterior lumbar body fusion with vg2 structural allograft in fused bone graft. Per op notes, the incision was made . At level 4-5 , it was limited to removing anterior annular material and debriding the end plates. It was first filled with prepared rhbmp-2. Excellent support was afforded. This was again repeated at l5-s1. The segment appeared to be probably fused. On (B)(6) 2004, the patient presented with pre-op diagnosis of post laminectomy syndrome, lumbar ddd at l3-4 and l5-s1 and underwent following procedure: removal of segmental spinal instrumentation l4-5 , posterior lateral fusion l3-4, l5-s1 segmental spinal instrumentation depuy type l3, l4, l5, s1. Per op notes, the incision was made and the lumbodorsal fascia and subperiosteal dissection done from l3 to sacrum. Previous instrumentation of l4-5 was removed. Area was freshened and larger screws utilized . Pedicle screws were added to pedicle of l3 and s1. On (B)(6) 2007, the patient presented for follow up. On (B)(6) 2007, the patient presented for left double j- ureteral stent placement due to left ureteral calculus. On (B)(6) 2007, the patient presented with pre-op diagnosis of herniated nucleus pulposus , degenerative joint disease. And underwent xlif l2-3/ anterior lumbar interbody fusion l2-3 with peak cage and rhbmp-2. Anterior lumbar segmental instrumentation l2-3 with invasive instrumentation. Per op note, after making the incision, a guide wire was placed into disk space. Annular tissues were then incised and radical discectomy done with endplate resection of cartilage material. A 12 mm device was then selected and filled with rhbmp-2 and tamped firmly into place so that it was resting on the bony endplates. The nuvasive pedicle screws rod system was then utilized with screws placed in l2 <(>&<)> l3 and this was locked to a rod. On (B)(6) 2008, patient presented for general assessment of his xlif. On (B)(6) 2008, the patient presented with pre-op diagnosis of : post laminectomy syndrome in lumbar; chronic pain and underwent impl antationxxx of intrathecal pump. On (B)(6) 2008, the patient visited the facility. On (B)(6) 2013, the patient presented for follow up and pre-op education. On (B)(6) 2013, the patient presented with pre-op diagnosis of post laminectomy syndrome, lumbar chronic pain, failed intrathecal pump and underwent following procedure : removal of intrathecal pump, catheter and device. On on (B)(6) 2013, the patient presented for removal of intrathecal pump. On (B)(6) 2013, the patient presented for follow up. On (B)(6) 2014, the patient presented with complaint of increased pain. He was injected with medicine. On (B)(6) 2014, the patient presented for follow up and medicine refill. On (B)(6) 2014, the patient presented for CT myelogram demonstrating junctional stenosis at l1-2. On (B)(6) 2014, the patient presented with pre-op diagnosis of post laminectomy syndrome, lumbar spinal stenosis, herniated nucleus pulposus l1-2. The patient underwent procedure: l1-2 bilat hemilaminectomy; right facetectomy, discectomy ; repair incidental durotomy; l1-2 tlif with peek cage and dbm; posterolateral fusion l1-2. Per op note, during the procedure, the surgeon made incision . Pedicle screws were placed in pedicles of l1 and l2 utilizing anatomic landmarks. Attention was now tuned to contralateral side. Radical discectomy was done with endplate preparation , surgeon were able to remove large amount of degenerative disk that was delaminated from the endplate. Endplates were prepared. An expanding cage was able to be expanded to 11mm, restoring anterior column support and the remaining of the disk space filled with dbm. Lordosed rods were placed on the screw heads and final tightening and torquing done. The was decorticated and grafted with a combination of cancellous autograft and allograft. On (B)(6) 2014, the patient presented with back and leg pain. On (B)(6) 2014, the patient presented for MRI brain after complaint of headache , double vision. On (B)(6) 2014, the patient presented for follow up after his lumbar surgery and underwent radiograph examination.